Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse tested the system and error 307 occurred. Fse replaced the master tool manipulator (mtm) to resolve the issue. System tested and verified ready for use. Isi has received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The mtm was returned for failure analysis (fa), and the reported failure was able to confirm errors occurred via field error logs. Fa found error codes 23 and 30. During testing, error codes 23 and 30 occurred. Visual inspection was also performed. The mtm was installed onto the test system and powered up. Since cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The esmg pca and main wire harness will be replaced as a fix. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. Event verification could not be performed at this time as system logs do not exist due to the issue being identified prior to the system entering following mode. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after first port incision resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical salvage surgical procedure, the customer had to convert from their sp system and switched to an xi system after (B)(4) faulted with an unknown fault. The customer was not with the system at the time of the call and no troubleshooting was performed. Live logs were not available. Tse asked caller to send pictures of the event logs or call back to review. The procedure was aborted to another da vinci system and there was no reported injury to the patient. On 06-apr-2022, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: the patient was in the room at the time of the incident. Anesthesia was given and ports were placed on the patient. They had to convert the procedure to an xi system. There was no injury to the patient since the procedure didn't begin.